Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch®2 catheter. A visual and tactile analysis noticed 3 separations on the catheter shaft, 1 at the strain relief, the 2nd at 50cm from the strain relief and the 3rd at 59cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was ¿undeterminable¿. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch 2 catheter was selected for use and was noted to break during preparation. The device did not enter the patients body. The procedure was completed with another of the same device. No patient complications were reported.